Manufacturer narrative:
Device evaluated by MFR.: the apex catheter was received with no original packaging or other devices. There was blood in the wire lumen. There were multiple hypotube and shaft kinks. Magnified inspection identified a longitudinal tear extending the full length of the balloon. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. It was reported that the device was inflated to 16atm. The directions for use states; "inflate the balloon slowly to the appropriate pressure to perform ptca or post-dilatation of a stent. Maintain negative pressure on the balloon between inflations. Do not exceed the rated balloon burst pressure. If difficulty is experienced during balloon inflation, do not continue inflation; deflate and remove the catheter". Dfu lists 14atm as the rated burst pressure for 2.00 mm diameter devices. The most probable root cause is considered user related. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 25x2.75 mm target lesion containing a lesion bend of <=45 degree was located in a moderately tortuous and mildly calcified mid right coronary artery (rca). A 2.00mm x 20mm apex balloon catheter was selected and advanced to predilate the target lesion. However, it could not dilate the lesion. The physician added pressure to 16 atmospheres but the balloon ruptured. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 85% stenosed, 25x2.75 mm target lesion containing a lesion bend of <=45 degree was located in a moderately tortuous and mildly calcified mid right coronary artery (rca). A 2.00mm x 20mm apex balloon catheter was selected and advanced to predilate the target lesion. However, it could not dilate the lesion. The physician added pressure to 16 atmospheres but the balloon ruptured. The procedure was then completed with another of the same device. No patient complications were reported and the patient's status was stable.